Manufacturer narrative:
Section a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was cracked. When the doctor went to implant the iol he noticed the lens was cracked. The issue was noticed during the implantation process. The iol was fully inserted into the eye and then removed. The surgeon used a backup lens to complete the procedure. The backup iol was the same model and diopter. There were no patient injuries. No complications such as a capsule tear, vitrectomy, incision enlargement, or sutures. The patient¿s outcome was reported as doing fine. No further information was provided.